Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was over 600 mg/dl. Patient's current blood glucose: 540 mg/dl. The customer experienced symptoms such as shortness of breath and nausea. The customer was treated with syringes. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.